Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device malfunctioned and noticed ¿fog¿ in the image, as seen on the screen monitor, due to a broken lens or humidity. The issue happened prior to a diagnostic cystoscopy. The procedure was completed using a similar device with less than three minute delay to replace the camera head. There was no report of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: due to damage on cable unit, there is noise in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned and noticed "fog" in the image, as seen on the screen monitor, due to a broken lens or humidity. The issue happened prior to a diagnostic cystoscopy. The procedure was completed using a similar device with less than three minute delay to replace the camera head. There was no report of patient harm.